Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device stops working could not be confirmed. However, during evaluation, it was determined that the device had a torn hose and failed safety assessment (runs in the load position). It was determined that the locking components were damaged causing the device to run in the load position. It was determined that the tear in the hose was consistent with mishandling of the device by allowing the hose to come into contact with a sharp object which punctured the hose or by exerting extreme force on the hose during cleaning or use. The damaged locking components was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device stopped working while working with some attachments. During an in-house engineering evaluation, it was observed that the device had a torn inner hose, and failed safety assessment (runs in the load position). It was also noted that the device had damaged locking components. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.